Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: suture broke. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the suture broke when advancing the suture trimmer. The device was removed and hemostasis was achieved using manual compression for approximately twenty minutes. There were no reported adverse patient effects. Though requested, no additional information was available.